Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the peroneal artery. After successful navigation down the leg and into the tibial arteries, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced into the anterior tibial artery and was inflated twice. The device was then navigated into the peroneal artery and inflated with a syringe using hand pressure. However, as the balloon was inflated, it ruptured. The device was completely removed from the patient and the procedure was completed with a ranger balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the lumen. Microscopic inspection revealed a longitudinal burst in the balloon material, 36mm in length. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the peroneal artery. After successful navigation down the leg and into the tibial arteries, a 2mm x 40mm x 144cm coyote es balloon catheter was advanced into the anterior tibial artery and was inflated twice. The device was then navigated into the peroneal artery and inflated with a syringe using hand pressure. However, as the balloon was inflated, it ruptured. The device was completely removed from the patient and the procedure was completed with a ranger balloon catheter. No patient complications were reported and the patient's status was fine.